Event description:
It was reported that the device exhibited a check clutch and plunger issue. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case and plunger case. A review of the event history log revealed an 'invalid syringe size' message. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the broken off pin on the size pot. The size pot was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.